Manufacturer narrative:
Submit date: 2017-08-25.

Event description:
According to the reporter, while using on a patient the device leaked at the end of the of extension set.

Manufacturer narrative:
One decontaminated sample with unknown lot number was received for evaluation. After performing functional inspection, the condition reported was not confirmed. There was no leaking observed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.